Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's right ventricular (rv) lead exhibited noise oversensing and sensed an atrial event on the ventricular channel. No intervention was performed. The patient had no adverse consequences due to the event.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead was capped and replaced on (B)(6) 2026. The patient was stable throughout.